Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xt was selected for treatment. An attempt to open the clip arms was made by raising the grippers and unlocking the clip, but the clip arms would not open. The xt was removed from the patient. Once removed from the patient, the clip arms still would not open. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported inability to open the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.